Event description:
The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused a patient to develop asthma. The patient was prescribed medication in response to the reported event. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. The patient also alleged asthma, coughs all night and cannot breathe. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the external and internal investigation showed no evidence of foam degradation associated to this allegation. The visual inspection was unremarkable. No evidence of foam particulate. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation/breakdown in the returned materials. There is no visible damage or functionality failures of the device, which suggest that the source of contamination was external to the device. Section g1 corrected and h10 wrongly checked in previous MDR. Section h6 were updated in this report.